Event description:
Customer reported receiving blood glucose readings of 429, 115, and 41 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.